Event description:
It was reported that the user experienced prolonged hyperglycemia after observing an insulin cartridge leak in the ilet system, resulting in no insulin delivery and blood glucose reaching 600 mg/dl; the user disconnected from the device, administered subcutaneous insulin by pen, later reconnected, and subsequently ran high again after a supply change, prompting a full supply change and shipment of replacement supplies. Investigation of this case revealed a suspected infusion or cartridge leak with unclear root cause. Symptoms included hyperglycemia without reported loss of consciousness, diabetic ketoacidosis, or other acute clinical effects. Outcomes included the need for back-up insulin therapy and product replacement, with no medical intervention or hospitalization. It was concluded that the event was related to hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.